Manufacturer narrative:
The account has not completed repairs.

Event description:
The account's maintenance stated the hi/low functions is running down by itself. He has isolated the siderails but the issue remains.